Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-right coronary artery that was moderately tortuous and 90% stenosed. The 4.0x8mm nc trek balloon dilatation catheter was advanced to the lesion without issue; however after the first inflation, a leak of the contrast agent was noted from the balloon. After removal, a pinhole rupture was noted. There was no adverse patient effect or a clinically significant delay in the procedure. A 4.0x12mm nc trek balloon dilatation catheter was used to complete the procedure. No additional information was provided.